Manufacturer narrative:
The patient was discharged home and continues on lvad support with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The bio-med reported that the patient experienced pump stoppage and is concerned about a possible external percutaneous lead issue. Manipulation of suspected section of the external percutaneous lead did not reproduce any speed drops or pump stoppage and speed drops. The system controller was exchanged and thus far no further reported issues. Review of the x-ray was unremarkable. Additional information submitted to the manufacture indicated that the patient received a speed rop into the 2000 rpm range while on the new system controller. A percutaneous lead evaluation was unable to identify the location of any percutaneous lead damage which maybe causing the pump stops. The last reported pump stop occurred while the patient was bending over forward. The doctor requested for the manufacturer to replace as much of the external portion of the percutaneous lead as possible to see if the problem resolves. The external portion of the percutaneous lead was replaced and no further alarms reported to date.